Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it is remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The stenosis and regurgitation in this case may have been impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. However, cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted seven years, 11 months, underwent valve-in-valve with a basilicia procedure due to severe bioprosthetic aortic stenosis and regurgitation secondary to severe structural valve degeneration. Patient symptoms remain unchanged, continuing to have doe, although still very active. Surgical valve failed due to stenosis given the normal age of the valve. A 23mm transcatheter valve was implanted inside the 23mm valve. The patient tolerated the procedure well and brought to the step-down in stable condition. Patient was discharged home in stable condition on post-operative day one.